Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Preliminary review of received log files indicated normal power consumption with intermittent suction with no alarms logged in during the 14 days of available data. The instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information the root cause of the event and relationship to the vad cannot be determined; however, it is possible that clinical and patient factors may have contributed. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
Information was received from the ventricular assist device (vad) coordinator at the site that the patient presented to the emergency room (ER) on (B)(6) with ischemic cerebral vascular accident (icva). He had slurred speech, left facial droop and left sided weakness. No further details provided on CT results or labs at time of event. The patient was admitted to the hospital for evaluation and treatment. No further information is available with investigation in progress.